Event description:
It was reported the customer received a no delivery alarm while changing out their infusion set. The customer's blood glucose was 84 mg/dl. Troubleshooting found insulin was unable to exit with a push plunger. It was also found the insulin pump alarmed no delivery with a manual prime. The customer stated the alarm was resolved by changing out their reservoir. Customer's reservoir may be occluded. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.